Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The video control board and camera connections were evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would intermittently not display live fluoroscopic images on the left monitor. This can cause the system to become unusable. There is no report of injury or death associated with the event described in this complaint.